Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The advance 14 lp low profile balloon catheter was advanced to the cto (chronic total occlusion) lesion of the "ata" contralaterally, but the device would not pass through the lesion. There was then an attempt to balloon the device at the proximal side of the cto lesion, but the balloon ruptured. The complaint device was replaced with another manufacturer's device to complete the procedure, and there were no reported serious injuries to the patient as a result of the product problem.